Manufacturer narrative:
A ge oec service representative investigated this issue and found incomplete service by a third party service. Specifically, the third party service upgraded the single board computer (sbc) and backplane, but did not upgrade the associated software. Additionally, the floppy drive was left disconnected, with an incomplete cable. The appropriate software was loaded to the system, the floppy cable was replaced. The system was calibrated for proper functionality. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no patient information available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system had a third party service replace the single board computer and backplane and since, the system has not properly saved images and had the floppy drive left unconnected.